Manufacturer narrative:
Customer reported that their battery will not stay in the AED. The AED maintenance activity is to check the asi light, pads date and perform a battery pack self test. It was noted that the gym is also performing a battery pack self test in between the cintas rep visits. This AED nor its electronic log files were returned and thus the root cause could not be determined. Based on the fact that this AED is well beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service. The field service representative discussed proper maintenance with the customer and stated that he would be sending them maintenance tips through email and advised the gym manage to forward it to their corporate office. Should additional information become available a follow-up MDR shall be submitted.

Event description:
Customer reported that their battery will not stay in the AED. The AED maintenance activity is to check the asi light, pads date and a battery pack self test. It was noted that the gym is also performing a battery pack self test in between cintas rep visits. They did not report that this event occurred during patient use.